Manufacturer narrative:
(B)(4).

Event description:
Our sales rep maura williott was contacted by the (B)(6) that they had a bp blade break off in a patient's nasal cavity. The item was in use at the time of the alleged malfunction, no injury occurred.